Event description:
Pump malfunctioned on all channels. The number "8" was flashing on each channel. No intervention (including removal of power source) changed the configuration. A new pump was then used. A loud screeching sound accompanied the malfunction. Co was notified.